Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings running high at 400 mg/dl since breakfast, remained high after a supply change, and then trended down following additional time on therapy with the ilet system. Customer care provided support that included troubleshooting and education over the phone regarding infusion site function. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. Symptoms included dry mouth and nausea associated with elevated blood glucose. Outcomes included recovery without medical intervention or hospitalization, with glucose stabilizing to 109 and steady at follow-up. It was concluded that the event resolved with continued use and monitoring, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.